Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Patient presented with dextrocardia, left atrial isomerism, a patent foramen ovale in the interatrial septum, and absence of the inferior vena cava. Due to this, a trans jugular approach was chosen. Xtw (lot: 41030r1024) was placed successfully with a slight reduction in mr. A second clip xtw (lot: 41030r1025) was attempted to be implanted, but after several attempts one of the grippers failed to lower so it was removed. A third clip xtw (lot: 50217r1106) was then chosen. Multiple attempts were made to capture the leaflets but abrupt and repeated maneuvers in the ventricle led to chordal rupture. Then due to further aggressive manipulation with the anterior leaflet with the gripper lowered, the anterior leaflet tore. Due to this along with the high regurgitant flow, the first clip xtw (lot: 41030r1024) detached from anterior leaflet (single leaflet device attachment (slda)). The third clip was removed and the procedure abandoned. The patient remains intubated and in critical condition. Surgical intervention is likely but has not occurred yet. On 29 september 2025, surgical intervention was performed. Post intervention, the patient died. The cause of death is currently unknown.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to incomplete coaptation or device damaged by another device (dislodged). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation and device dislodged by another device appear to be related to procedural conditions (high mitral regurgitant flow, interaction during positioning of other clip). The reported mitral regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional mitraclips mentioned in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Patient presented with dextrocardia, left atrial isomerism, a patent foramen ovale in the interatrial septum, and absence of the inferior vena cava. Due to this, a trans jugular approach was chosen. Xtw (lot: 41030r1024) was placed successfully with a slight reduction in mr. A second clip xtw (lot: 41030r1025) was attempted to be implanted, but after several attempts one of the grippers failed to lower so it was removed. A third clip xtw (lot: 50217r1106) was then chosen. Multiple attempts were made to capture the leaflets but abrupt and repeated maneuvers in the ventricle led to chordal rupture. Then due to further aggressive manipulation with the anterior leaflet with the gripper lowered, the anterior leaflet tore. Due to this along with the high regurgitant flow, the first clip xtw (lot: 41030r1024) detached from anterior leaflet (single leaflet device attachment (slda)). The third clip was removed and the procedure abandoned. The patient remained intubated and in critical condition. On (B)(6) 2025, surgical intervention was performed. Post intervention, the patient died. The cause of death is currently unknown and was not provided.